Event description:
It was reported that the durom shell was revised due to pain and loosening.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc. (Establishment 1822565), which markets the devices in the u.s.